Event description:
It was reported that a pump constantly alarms for air in line. The customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval found the lower reading on the ultrasonic sensor to be below spec caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air in line alarms. The upstream sensor will be replaced.